Event description:
It was reported that a malfunction alarm occurred with the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which the customer understood.